Manufacturer narrative:
B1 - adverse event/product problem: updated. B2 - outcomes attrib to adv event: updated. B5 - describe event or problem: updated. H1 - type of reportable event: serious injury updated to malfunction. H6 - impact code: serious injury/ illness/ impairment updated to no health consequences or impact.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and mildly tortuous arteriovenous fistula. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 6 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was a patient injury reported, however, no further event details were provided. It was further reported that the balloon ruptured after being inflated about 20 seconds. There was no difficulty experienced with the balloon during inflation. Additionally, there was no patient injury reported.

Event description:
It was reported that balloon rupture and patient injury occurred. The 99% stenosed target lesion was located in the mildly calcified and mildly tortuous arteriovenous fistula. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 6 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was a patient injury reported, however, no further event details were provided.